Event description:
Dual brush head bottom piece (rectangular) fell off into mouth (device breakage) no adverse event. Case description: a female consumer reported that while using an oral-b vitality rechargeable toothbrush, the oral-b dual action or dual clean brushhead rectangular bottom piece fell off into her mouth. The consumer has had this toothbrush for 6 months, and it has never been dropped. She mentioned she uses a toothpaste for seniors. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.